Manufacturer narrative:
This adverse event is being submitted shortly after the company became aware of new information that been provided - a revision case was performed.

Event description:
Following a surgical procedure using the renaissance system at (B)(6) hospital, back on (B)(6) 2016, the customer alleged (on (B)(6) 2018) that t2 & t3 right trajectories were medial and that this lead to a revision surgery.